Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received increased fill resistance with the last few cartridge changes. Tandem technical support reviewed the load process and customer was satisfied. There was no reported impact to the customer's blood glucose level.